Event description:
It was reported that the right ventricular (rv) lead exhibited a fluctuation and increase in pacing impedance to a high and out of range value. There was also a number of short interval counts (sic). The patient's system was upgraded. During the procedure, the lead was removed and the connections were checked with the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).